Event description:
It was reported that a brand-new system controller that did not work was assigned to a patient. According to the coordinator, self-test did not work and there were no alarms. The controller was replaced.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the system controller¿s self-test not functioning as intended, and the controller not alarming, were not confirmed. The returned system controller (serial number (B)(6) was functionally tested and performed as intended. The controller appropriately alarmed as intended throughout all testing. Multiple self-tests were also successfully performed on the controller throughout testing. A log file was extracted from the controller during testing, and the pump operated as intended throughout the data. Questions regarding the event were asked multiple times and no responses were received. The root causes of the reported events were unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) instructs users on how to properly perform a system controller self-test. Users are encouraged to perform at least one self-test per day to ensure the function of the controller¿s audible and visual alarms. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) instructs users on how to react to and resolve alarms that sound from their system controller, including alarms associated with power cable disconnect conditions. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.